Event description:
It was reported that the right ventricular lead was oversensing and capturing ventricular high rate episodes. The sensitivity of the lead was not adjusted and the lead remains in use based on medical judgment. The patient was a participant in the system (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).